Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure and guided the caller through the process, after which the error did not reappear, and the caller successfully started their sensor session.